Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a definitive cause for the reported atrial perforation could not be determined. The reported patient effect of atrial perforation is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Although, a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the atrial septal defect requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1. After the clip delivery system (cds) was removed, it was noted there was an atrial septal defect (asd). An occluder was placed to treat the asd. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.